Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment with no damage to the battery compartment. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2017 with the following findings: a review of the black box showed unexplained power on resets. Corrosion was found inside the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection. The test cap was used to completed a 24 hour duration test. A leak was found in the battery compartment and the bolus button. The pump cover was removed to find evidence of internal moisture on the printed circuit board. No power on resets were duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Additionally, the display had a pink contrast.